Manufacturer narrative:
Manufacturer's investigation conclusion: visual inspection of the returned material revealed no discrepancies or discernible damage. No blown components, burnt areas, or any other residual effects that could have been associated with sparks were observed. Specifically, no exposed or frayed wires or any other form of damage that could have led to sparks being produced was observed on the ac power cord or 12v power supply. The unit was powered on successfully multiple times without any issues. The unit powered on immediately when the switch was pressed and took no longer than usual to boot up. Manipulation of the power supply connection at various areas while the unit was powered on produced no intermittent malfunctions or deficiencies. Neither the unit prematurely powering off nor the unit producing sparks was encountered. The unit passed diagnostic testing.

Event description:
When the unit was plugged into the outlet, sparking was noted. The unit was replaced and there were no adverse consequences to the patient. The patient provided further information that many of her appliances spark at her home and that she will get an electrician to check the electrical at her home.